Event description:
Customer obtained a reading of 410 mg/dl on his aviva meter, but did not have hyperglycemic symptoms. Based on the reading of 410 mg/dl, customer took 10 units of novolog insulin on a sliding scale. Within 30 minutes of taking the insulin, the customer felt shaky and had a rapid heartbeat (hypoglycemic symptoms). Customer retested on his meter and obtained a reading of 240 mg/dl. Customer ate cupcakes, peanut butter, and drank orange juice to self-treat. His readings continued to drop to 118 mg/dl and then 80 mg/dl. Customer called his friend to take him to the hospital. Friend drove the customer to the ER. Customer's meter read 180 mg/dl (aviva) and hospital meter read 78 mg/dl (hospital meter) within 1 minute. Customer was treated with an IV of sugar water for 3 hours and sent home. Customer was not admitted to hospital. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.